Event description:
In december 2004, while wearing the sound processor, the pt reportedly had no sound percept. Batteries were exchanged and the problem was resolved. In december 2004, while wearing the sound processor, the pt reportedly experienced an uncomfortable sensation. The pt was seen at the center for eval. The pt reportedly experienced an overly loud sensation during testing. Two days later, the pt was seen by a co rep. Testing performed confirmed that the device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.